Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to treat the lesion. However, the physician noticed that the shaft was fractured and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and on the shaft of the device. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 84cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to treat the lesion. However, the physician noticed that the shaft was fractured and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).